Event description:
It was reported the implantable neurostimulator (ins) may have been flipped. It was stated the patient had a replacement surgery. It was noted the surgery was due to normal battery depletion and because they had ¿lost quite a bit of weight¿ and their leads had come out of the pocket and the ins flipped. It was noted the leads flipped also and they had gotten stuck in their clavicle. It was noted this occurred in (B)(6) 2013. It was stated the ¿whole thing¿ was replaced 3 months following that.

Manufacturer narrative:
Concomitant products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v319140 implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v088235, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v319140, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v088235, implanted: (B)(6) 2010, product type: lead. (B)(4).